Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-05419. It was reported that patient experienced ineffective therapy and pain at the ipg site. Reportedly, the ipg had migrated and flipped in the pocket. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.